Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an unknown malfunction was not confirmed during product evaluation. The quality engineer later assigned the insert slide clamp alarm to be the as determined problem. The cause of the this condition was determined by service to be a faulty slide clamp detection circuit. The device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an unknown problem. This condition was found in the pediatrics department. It is unknown when this event occurred. The quality engineer later assigned the insert slide clamp alarm to be the as determined problem; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.